Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The initial reporter complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:17 am the customer tested by fingerstick on the meter and received a result >8.0 inr. The customer had a lab draw at 1:00 pm and the result was 5.3 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer stated sometimes they use the same finger when repeating the test. The customer also stated they excessively squeeze their finger. The customer has no hematocrit issues, no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no diet changes, no new medications, no new illness and no bleeding or bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.